Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited noise. It was also reported that the icm was not sutured down a time of implant due to the patient's small size and as a result the icm had flipped in the pocket with the electrode down. The icm was removed and replaced with a new device. No patient complications have been reported as a result of this event.